Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 400 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer received failed battery test. The customer was advised that the device needs to be replaced and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that the device was dropped when she fell. The customer was advised to clean the battery contact cap with cotton swab and isopropyl alcohol. The customer was advised to insert a new aaa alkaline battery. The customer stated the display return and switched to failed battery. The customer was advised that the device would be replaced.